Event description:
Patient with second and third degree burns on left side of face, neck, shoulder, and back during a tracheostomy procedure. Notification of incident received close to a month after incident. Received info later that indicated an electrocautery was used in the procedure.

Manufacturer narrative:
Unfortunately, no product sample was available for evaluation. Since the lot number was not provided, the DHR (device history record) could not be reviewed. Our mfg process was reviewed and there were no reported issues that would result in out of specification incidents associated with this code. At this time, we cannot determine the root cause. The solution contains alcohol and is flammable until dry. The label reads: "warning: solution flammable until dry. Do not allow to pool. Remove all solution soaked materials." In addition, the directions for use state: "warnings solution is flammable until dry. Keep away from fire or flame. Do not drape or use ignition source until dry (e.g. Electrocautery/laser). Do not allow to pool. Remove all solution soaked materials."